Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the roller detached completely from the electrode leads. There was considerable evidence of thermal damage and discoloration on the surface of the roller, and on the two electrode leads. The probe and the detached electrode roller will be forwarded to the original equipment MFR for further investigation. If add'l significant info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that toward the end of therapeutic uterine ablation procedure, the end of the roller ball was said to have been broken off and fallen into the pt's uterus. The device fragment was reportedly retrieved with an unidentified forcep. The intended procedure was said to have been completed with a different, but similar device. There was no pt injury reported.